Event description:
Pain through the entire leg that went up to the hip/pain went up to her crotch area [leg pain] ([radiating pain]), had to make use of a wheelchair at the shopping mall/she couldn't walk [unable to walk], knee was the size of a small melon [swelling of l knee] ([pain aggravated], [condition aggravated]), a lot of pain at the region of knee/pain in the injection site/horrible pain during injection/intense pain [injection site joint pain], couldn't bend the leg [joint range of motion decreased], couldn¿t wipe her feet or put on a sock/couldn¿t leave home [activities of daily living impaired], arthrosis was very light [arthrosis], fever sensation [feverish], synvisc one (hylan g-f 20) along with an unspecified anesthetics and unspecified corticoids, all together in the same ampoule [wrong injection technique], still presenting a few sequalae [unevaluable event]. Case narrative: based upon additional information received on 23-sep-2019 from health care professional, this case initially assessed as non-serious was updated to serious (seriousness criterion: required intervention). Also, the case became medically confirmed. Initial information received from brazil on 12-sep-2019 regarding an unsolicited valid serious case received from patient. This case involves a 62 years old female patient (170 cm and 72 kg) who had pain through the entire leg that went up to the hip/pain went up to her crotch area (latency: few days), could not bend the leg (latency: few days), knee was the size of a small melon (latency: 2 days), a lot of pain at the region of knee/pain in the injection site/horrible pain during injection/ intense pain (latency: same day), arthrosis was very light (latency: unknown), still presenting a few sequalae (latency: few days), had to make use of a wheelchair at the shopping mall/she could not walk (latency: few days), couldn't wipe her feet or put on a sock/couldn't leave home (latency: few days), fever sensation (latency: few days) and synvisc one (hylan g-f 20) along with an unspecified anesthetics and unspecified corticoids, all together in the same ampoule (latency: same day), while she was treated with the use of medical device hylan g-f 20, sodium hyaluronate (synvisc one). The patient's past medical history included left breast cancer in (B)(6) 2018, quadrant surgery and radiotherapy. Family history included asthma and smoker. The past medical treatment(s), vaccination(s) were not provided. Concomitant medications included letrozol; fluticasone propionate, salmeterol xinafoate (seretide) and salbutamol sulfate (aerolin). On (B)(6) 2019, the patient received single dose of hylan g-f 20, sodium hyaluronate(2ml), injection, at dose of 1 df once in left knee via intra-articular route through knee's external lateral (opposite side of the pain) (with an unknown batch number and expiration date) for lateral internal and medial side pain in left knee at bedtime and mild pain when walking. Information on batch number was requested. The patient reported that she received single dose of hylan g-f 20, sodium hyaluronate along with an unspecified anesthetics and unspecified corticoids, all together in the same ampoule (latency: same day). As per the patient's physician, everything was given in a single injection. On the same day, patient experienced a horrible pain during injection, as if her tissues from that region were being separated. Patient's physician told her that it couldn't hurt like that, but it did. It was informed that after the infiltration the reporter was fine, walking in the clouds, even thanked the company via e-mail, but two days after edema appeared and it was it was the melon size edema. On (B)(6) 2019, 02 days after the injection of hylan g-f 20, sodium hyaluronate, patient's knee was the size of a small melon (onset date: (B)(6) 2019, latency: few days) (intervention required) (reporter informed that she had pictures). The pains were gradually appearing at the same proportion as that of edema. On unknown date in (B)(6) 2019, few days after receiving injection, patient had a lot of pain at the region and through entire leg as it was detaching (the larger edema, because it didn't totally detach, and she also couldn't bend the leg). The complications came as the days went by. The patient got a lot worse, patient had huge edema with gradually increasingly pain, until she reached the point where she had to make use of wheelchair at a shopping mall, couldn't leave home, she was resting (by pressure, she couldn't walk, only by holding herself), she couldn't wipe her feet or put on a sock. The patient reported that she had to sleep with a pillow in the legs, the pain went up to the hip, she also had a fever sensation. Patient went to her physician and she was not satisfied because no one solved her problem and she wanted to know what she could do to soften the pain. Physician prescribed her insole (which she did and didn't help), ice compresses (which increased the pain, so she was not able to do it) and gym. The reporter informed that it all made everything worse, she went to lots of other physicians in an emergency character. The patient spent months in use of lots of medication (nimesulide, codeine phosphate, paracetamol, ketoprofen, ketorolac tromethamine, celecoxib, isosorbide mononitrate, caffeine, metamizole sodium, orphenadrine citrate (by her own choice), nimesulide beta-cyclodextrine, metamizole sodium, piroxicam (by her own choice), she went twice to the emergency room, she went once to an emergency clinic, she performed acupuncture (in each session she went to the hospital with the needles in the edema), she performed 7 sessions of physical therapy and it only got worse. The reporter also made use of ice compresses, hot compresses, ginger, camphor, menthol, methyl salicylate, varronia curassavica spray, diclofenac sodium ointment and infraphil light. All of that because the pain was unbelievable. The patient reported that she was a dentist and in her 38 years of experience the patient had never seen a such intense pain, that she even had to wank in a wheelchair. The patient did not even had such a wearing in the articulation. According to the patient, she didn't suffer that much with the cancer what she suffered with the injection. The edema persisted until around 7 days prior to contact (estimated: (B)(6) 2019). It was reported that the patient changed doctor because the doctor did not give her any help and only prescribed anti-inflammatories which did not solve anything. The patient believed that the doctor did not even had the specialization to apply synvisc. The reporter informed that she found a knee orthopedist that was trying to figure out what happened and this physician that was trying to fix it and that according to him, her arthrosis was very light (onset date, latency: unknown), so for that reason they were battling up. On the friday after contact (estimated: (B)(6) 2019) the reporter had an appointment with her new physician, who changed the medications and started the corticoid therapy, which seemed to be helping her and she was at the improvement evaluation phase (it seemed to be improving) and to discover what was happening and currently it was slight, after she changed both physician and medications and the edema gradually decreased (intervention required). It was reported that patient was still presenting a few sequalae (unspecified) (onset date: (B)(6) 2019, latency: few days), however she was under medication treatment. No corrective treatment was performed regarding few sequalae(unspecified). It was reported that patient had all the health care insurance tokens from the medical cares, if needed. Patient informed that she didn't have the intension to ask for a reparation, neither from the physician nor from the company, she just wanted help. The reporter informed that she was able to walk, and she could stay 3 days without anti-inflammatories. As of (B)(6) 2019, patient informed that, hylan g-f 20, sodium hyaluronate left her with 2 months taking very strong medications, edema, unbelievable pain, sensation of fever, pain went up to her crotch area, only improved when she switched from physician and started the treatment with corticoids for 20 days. The patient would not recommend hylan g-f 20, sodium hyaluronate as she even used as wheelchair. It was also reported that the patient still had the synvisc gel to be reabsorbed. Action taken: not applicable for all events. Corrective treatment: insole, nimesulide, codeine phosphate, paracetamol (paco), ketoprofen (algie), ketorolac tromethamine (toragesic), celecoxib (foxis), isosorbide mononitrate (revange), caffeine, metamizole sodium, orphenadrine citrate (miorrelax), nimesulide beta-cyclodextrine (maxsulid), metamizole sodium, piroxicam, acupuncture, physical therapy, hot compresses, ice compresses, ginger, camphor, menthol, methyl salicylate (salompas), varronia curassavica (achefran) spray, diclofenac sodium (cataflan) ointment, infraphil light and corticosteroids for knee was the size of a small melon, larger edema/huge edema/the melon kind edema, a lot of pain at the region of knee/pain in the injection site/horrible pain during injection and pain through the entire leg that went up to the hip/pain went up to her crotch area; wheelchair for had to make use of a wheelchair at the shopping mall/she could not walk; none for still presenting a few sequalae; not reported for rest of the events. Outcome: not recovered/ not resolved for a lot of pain at the region of knee/pain in the injection site/horrible pain during injection, still presenting a few sequelae; recovering for pain through the entire leg that went up to the hip/pain went up to her crotch area, sensation of fever, larger edema/huge edema/the melon kind edema and had to make use of a wheelchair at the shopping mall/she could not walk; not applicable for synvisc one (hylan g-f 20) along with an unspecified anesthetics and unspecified corticoids, all together in the same ampoule; unknown for rest of the events. A product technical complaint was initiated on 18-sep-2019 for synvisc-one. Batch number: unknown global ptc number: (B)(4). The product lot number was not provided; therefore, a batch record review is not possible. Based on lack of information provided, no CAPA was required. It was the requirement to review all finished batch records for specification conformation prior to release. Any out of specification result is identified and mitigated through the ncr process. Sanofi global pharmacovigilance and epidemiology continuously monitors adverse event reports with or without lot numbers and assesses possible associations with their corresponding product lot, as part of routine surveillance effort to detect safety signals. This review did not indicate any safety issue. Sanofi would continue to monitor adverse events to determine if a CAPA was required. Final investigation complete date: 18-sep-2019 additional information received on 18-sep-2019. Investigation summary received and ptc results added. Text amended accordingly. Additional information received on 23-sep-2019 from healthcare professional (patient). Case upgraded to serious. Patient demographics updated. Medical history of left breast cancer, quadrant surgery and radiotherapy added. Family history of asthma and smoker added. Suspect product therapy details added. Concomitant medications of letrozole, seretide and aerolin added. Event verbatim updated from a lot of pain at the region of knee to a lot of pain at the region of knee/pain in the injection site/horrible pain during injection and pain through the entire leg to pain through the entire leg that went up to the hip. Events of knee was the size of a small melon, larger edema/huge edema/the melon kind edema, arthrosis was very light, still presenting a few sequelae, had to make use of a wheelchair at the shopping mall/she could not walk, could not wipe her feet, could not wipe her feet or put on a sock/could not leave home, fever sensation, synvisc one (hylan g-f 20) along with an unspecified anesthetics and unspecified corticoids, all together in the same ampoule. Clinical course updated. Text amended accordingly. Additional information received on 07-oct-2019 from healthcare professional (patient). Event verbatim updated from pain through the entire leg that went up to the hip to pain through the entire leg that went up to the hip/pain went up to her crotch area. Huge edema updated to symptom of joint swelling. Outcome updated to recovering for pain through the entire leg that went up to the hip/pain went up to her crotch area and sensation of fever. Clinical course updated. Text amended accordingly. Upon internal review on 01-nov-2019 with the clock start date of 07-oct-2019, the event coding for "synvisc one (hylan g-f 20) along with an unspecified anesthetics and unspecified corticoids, all together in the same ampoule" was updated from device use issue to wrong technique in product usage process. Additional information was received on 27-nov-2019 from a healthcare professional (dentist) (patient). Verbatim updated for pain through the entire leg that went up to the hip/intense pain and for a lot of pain at the region of knee/pain in the injection site/horrible pain during injection/intense pain. Clinical course was updated. Text amended accordingly.

Event description:
Pain through the entire leg that went up to the hip/pain went up to her crotch area [leg pain] ([radiating pain]). Had to make use of a wheelchair at the shopping mall/she couldnt walk [unable to walk]. Knee was the size of a small melon [swelling of l knee] ([pain aggravated], [condition aggravated]). A lot of pain at the region of knee/pain in the injection site/horrible pain during injection/intense pain [injection site joint pain] . Couldn¿t bend the leg [joint range of motion decreased]. Couldn¿t wipe her feet or put on a sock/couldn¿t leave home [activities of daily living impaired] . Arthrosis was very light [arthrosis]. Fever sensation [feverish] . Synvisc one (hylan g-f 20) along with an unspecified anesthetics and unspecified corticoids, all together in the same ampoule [off label use of device]. Still presenting a few sequalae [unevaluable event]. Case narrative: based upon additional information received on 23-sep-2019 from health care professional, this case initially assessed as non-serious was updated to serious (seriousness criterion: required intervention). Also, the case became medically confirmed. Initial information received from brazil on 12-sep-2019 regarding an unsolicited valid serious case received from patient. This case involves a 62 years old female patient (170 cm and 72 kg) who had pain through the entire leg that went up to the hip/pain went up to her crotch area (latency: few days), could not bend the leg (latency: few days), knee was the size of a small melon (latency: 2 days), a lot of pain at the region of knee/pain in the injection site/horrible pain during injection/ intense pain (latency: same day), arthrosis was very light (latency: unknown), still presenting a few sequalae (latency: few days), had to make use of a wheelchair at the shopping mall/she could not walk (latency: few days), couldn't wipe her feet or put on a sock/couldn't leave home (latency: few days), fever sensation (latency: few days) and synvisc one (hylan g-f 20) along with an unspecified anesthetics and unspecified corticoids, all together in the same ampoule (latency: same day), while she was treated with the use of medical device hylan g-f 20, sodium hyaluronate (synvisc one). The patient's past medical history included left breast cancer in (B)(6) 2018, quadrant surgery and radiotherapy. Family history included asthma and smoker. The past medical treatment(s), vaccination(s) were not provided. Concomitant medications included letrozol; fluticasone propionate, salmeterol xinafoate (seretide) and salbutamol sulfate (aerolin). On (B)(6) 2019, the patient received single dose of hylan g-f 20, sodium hyaluronate(2ml), injection, at dose of 1 df once in left knee via intra-articular route through knee's external lateral (opposite side of the pain) (with an unknown batch number and expiration date) for lateral internal and medial side pain in left knee at bedtime and mild pain when walking. Information on batch number was requested. The patient reported that she received single dose of hylan g-f 20, sodium hyaluronate along with an unspecified anesthetics and unspecified corticoids, all together in the same ampoule (latency: same day). As per the patient's physician, everything was given in a single injection. On the same day, patient experienced a horrible pain during injection, as if her tissues from that region were being separated. Patient's physician told her that it couldn't hurt like that, but it did. It was informed that after the infiltration the reporter was fine, walking in the clouds, even thanked the company via e-mail, but two days after edema appeared and it was it was the melon size edema. On (B)(6) 2019, 02 days after the injection of hylan g-f 20, sodium hyaluronate, patient's knee was the size of a small melon (onset date: (B)(6) 2019, latency: few days) (intervention required) (reporter informed that she had pictures). The pains were gradually appearing at the same proportion as that of edema. On unknown date in (B)(6) 2019, few days after receiving injection, patient had a lot of pain at the region and through entire leg as it was detaching (the larger edema, because it didn't totally detach, and she also couldn't bend the leg). The complications came as the days went by. The patient got a lot worse, patient had huge edema with gradually increasingly pain, until she reached the point where she had to make use of wheelchair at a shopping mall, couldn't leave home, she was resting (by pressure, she couldn't walk, only by holding herself), she couldn't wipe her feet or put on a sock. The patient reported that she had to sleep with a pillow in the legs, the pain went up to the hip, she also had a fever sensation. Patient went to her physician and she was not satisfied because no one solved her problem and she wanted to know what she could do to soften the pain. Physician prescribed her insole (which she did and didn't help), ice compresses (which increased the pain, so she was not able to do it) and gym. The reporter informed that it all made everything worse, she went to lots of other physicians in an emergency character. The patient spent months in use of lots of medication (nimesulide, codeine phosphate, paracetamol, ketoprofen, ketorolac tromethamine, celecoxib, isosorbide mononitrate, caffeine, metamizole sodium, orphenadrine citrate (by her own choice), nimesulide beta-cyclodextrine, metamizole sodium, piroxicam (by her own choice), she went twice to the emergency room, she went once to an emergency clinic, she performed acupuncture (in each session she went to the hospital with the needles in the edema), she performed 7 sessions of physical therapy and it only got worse. The reporter also made use of ice compresses, hot compresses, ginger, camphor, menthol, methyl salicylate, varronia curassavica spray, diclofenac sodium ointment and infraphil light. All of that because the pain was unbelievable. The patient reported that she was a dentist and in her 38 years of experience the patient had never seen a such intense pain, that she even had to wank in a wheelchair. The patient did not even had such a wearing in the articulation. According to the patient, she didn't suffer that much with the cancer what she suffered with the injection. The edema persisted until around 7 days prior to contact (estimated: (B)(6) 2019). It was reported that the patient changed doctor because the doctor did not give her any help and only prescribed anti-inflammatories which did not solve anything. The patient believed that the doctor did not even had the specialization to apply synvisc. The reporter informed that she found a knee orthopedist that was trying to figure out what happened and this physician that was trying to fix it and that according to him, her arthrosis was very light (onset date, latency: unknown), so for that reason they were battling up. On the friday after contact (estimated: (B)(6) 2019) the reporter had an appointment with her new physician, who changed the medications and started the corticoid therapy, which seemed to be helping her and she was at the improvement evaluation phase (it seemed to be improving) and to discover what was happening and currently it was slight, after she changed both physician and medications and the edema gradually decreased (intervention required). It was reported that patient was still presenting a few sequalae (unspecified) (onset date: (B)(6) 2019, latency: few days), however she was under medication treatment. No corrective treatment was performed regarding few sequalae(unspecified). It was reported that patient had all the health care insurance tokens from the medical cares, if needed. Patient informed that she didn't have the intension to ask for a reparation, neither from the physician nor from the company, she just wanted help. The reporter informed that she was able to walk, and she could stay 3 days without anti-inflammatories. As of (B)(6) 2019, patient informed that, hylan g-f 20, sodium hyaluronate left her with 2 months taking very strong medications, edema, unbelievable pain, sensation of fever, pain went up to her crotch area, only improved when she switched from physician and started the treatment with corticoids for 20 days. The patient would not recommend hylan g-f 20, sodium hyaluronate as she even used as wheelchair. It was also reported that the patient still had the synvisc gel to be reabsorbed. Action taken: not applicable for all events. Corrective treatment: insole, nimesulide, codeine phosphate, paracetamol (paco), ketoprofen (algie), ketorolac tromethamine (toragesic), celecoxib (foxis), isosorbide mononitrate (revange), caffeine, metamizole sodium, orphenadrine citrate (miorrelax), nimesulide beta-cyclodextrine (maxsulid), metamizole sodium, piroxicam, acupuncture, physical therapy, hot compresses, ice compresses, ginger, camphor, menthol, methyl salicylate (salompas), varronia curassavica (achefran) spray, diclofenac sodium (cataflan) ointment, infraphil light and corticosteroids for knee was the size of a small melon, larger edema/huge edema/the melon kind edema, a lot of pain at the region of knee/pain in the injection site/horrible pain during injection and pain through the entire leg that went up to the hip/pain went up to her crotch area; wheelchair for had to make use of a wheelchair at the shopping mall/she could not walk; none for still presenting a few sequalae; not reported for rest of the events. Outcome: not recovered/ not resolved for a lot of pain at the region of knee/pain in the injection site/horrible pain during injection, still presenting a few sequelae; recovering for pain through the entire leg that went up to the hip/pain went up to her crotch area, sensation of fever, larger edema/huge edema/the melon kind edema and had to make use of a wheelchair at the shopping mall/she could not walk; not applicable for synvisc one (hylan g-f 20) along with an unspecified anesthetics and unspecified corticoids, all together in the same ampoule; unknown for rest of the events. A product technical complaint was initiated on 18-sep-2019 for synvisc-one. Batch number: unknown global ptc number: (B)(4). The product lot number was not provided; therefore, a batch record review is not possible. Based on lack of information provided, no CAPA was required. It was the requirement to review all finished batch records for specification conformation prior to release. Any out of specification result is identified and mitigated through the ncr process. Sanofi global pharmacovigilance and epidemiology continuously monitors adverse event reports with or without lot numbers and assesses possible associations with their corresponding product lot, as part of routine surveillance effort to detect safety signals. This review did not indicate any safety issue. Sanofi would continue to monitor adverse events to determine if a CAPA was required. Final investigation complete date: 18-sep-2019. Additional information received on 18-sep-2019. Investigation summary received and ptc results added. Text amended accordingly. Additional information received on 23-sep-2019 from healthcare professional (patient). Case upgraded to serious. Patient demographics updated. Medical history of left breast cancer, quadrant surgery and radiotherapy added. Family history of asthma and smoker added. Suspect product therapy details added. Concomitant medications of letrozole, seretide and aerolin added. Event verbatim updated from a lot of pain at the region of knee to a lot of pain at the region of knee/pain in the injection site/horrible pain during injection and pain through the entire leg to pain through the entire leg that went up to the hip. Events of knee was the size of a small melon, larger edema/huge edema/the melon kind edema, arthrosis was very light, still presenting a few sequelae, had to make use of a wheelchair at the shopping mall/she could not walk, could not wipe her feet, could not wipe her feet or put on a sock/could not leave home, fever sensation, synvisc one (hylan g-f 20) along with an unspecified anesthetics and unspecified corticoids, all together in the same ampoule. Clinical course updated. Text amended accordingly. Additional information received on 07-oct-2019 from healthcare professional (patient). Event verbatim updated from pain through the entire leg that went up to the hip to pain through the entire leg that went up to the hip/pain went up to her crotch area. Huge edema updated to symptom of joint swelling. Outcome updated to recovering for pain through the entire leg that went up to the hip/pain went up to her crotch area and sensation of fever. Clinical course updated. Text amended accordingly. Upon internal review on 01-nov-2019 with the clock start date of 07-oct-2019, the event coding for "synvisc one (hylan g-f 20) along with an unspecified anesthetics and unspecified corticoids, all together in the same ampoule" was updated from device use issue to wrong technique in product usage process. Additional information was received on 27-nov-2019 from a healthcare professional (dentist) (patient). Verbatim updated for pain through the entire leg that went up to the hip/intense pain and for a lot of pain at the region of knee/pain in the injection site/horrible pain during injection/intense pain. Clinical course was updated. Text amended accordingly. Based on information previously received, the event term coded for synvisc one (hylan g-f 20) along with an unspecified anesthetics and unspecified corticoids, all together in the same ampoule was amended from wrong injection technique to off label use of device.

Event description:
Pain through the entire leg that went up to the hip / pain went up to her crotch area [leg pain] ([radiating pain]). Had to make use of a wheelchair at the shopping mall / she couldn't walk / she couldn't stand walking [unable to walk]. Knee was the size of a small melon [swelling of l knee] ([pain aggravated], [condition aggravated]). A lot of pain at the region of knee / pain in the injection site / horrible pain during injection / intense pain [injection site joint pain]. Couldn't bend the leg [joint range of motion decreased]. Couldn't wipe her feet or put on a sock / couldn't leave home [activities of daily living impaired]. Arthrosis was very light [arthrosis]. Fever sensation [feverish]. Doesn't know if she had allergic reaction [allergic reaction]. Synvisc one (hylan g-f 20) along with an unspecified anesthetics and unspecified corticoids, all together in the same ampoule [off label use of device]. Still presenting a few sequalae [unevaluable event]. Case narrative: based upon additional information received on 23-sep-2019 from health care professional, this case initially assessed as non-serious was updated to serious (seriousness criterion: required intervention). Also, the case became medically confirmed. Initial information received from brazil on 12-sep-2019 regarding an unsolicited valid serious case received from patient. This case involves a 62 years old female patient (170 cm and 72 kg) who had pain through the entire leg that went up to the hip / pain went up to her crotch area (latency: few days), could not bend the leg (latency: few days), knee was the size of a small melon (latency: 2 days), a lot of pain at the region of knee/pain in the injection site/horrible pain during injection / intense pain (latency: same day), arthrosis was very light, doesn't know if she had allergic reaction (latency: unknown), still presenting a few sequalae (latency: few days), had to make use of a wheelchair at the shopping mall/she couldn't walk / she couldn't stand walking (latency: few days), couldn't wipe her feet or put on a sock / couldn't leave home (latency: few days), fever sensation (latency: few days) and synvisc one (hylan g-f 20) along with an unspecified anesthetics and unspecified corticoids, all together in the same ampoule (latency: same day), while she was treated with the use of medical device hylan g-f 20, sodium hyaluronate (synvisc one). The patient's past medical history included left breast cancer on (B)(6) 2018, quadrant surgery and radiotherapy. Family history included asthma and smoker. The past medical treatment(s), vaccination(s) were not provided. Concomitant medications included letrozol; fluticasone propionate, salmeterol xinafoate (seretide) and salbutamol sulfate (aerolin). On (B)(6) 2019, the patient received single dose of hylan g-f 20, sodium hyaluronate (2ml), injection, at dose of 1 df once in left knee via intra-articular route through knee's external lateral (opposite side of the pain) (with an unknown batch number and expiration date) for lateral internal and medial side pain in left knee at bedtime and mild pain when walking. Information on batch number was requested. The patient reported that she received single dose of hylan g-f 20, sodium hyaluronate along with an unspecified anesthetics and unspecified corticoids, all together in the same ampoule (latency: same day). As per the patient's physician, everything was given in a single injection. On the same day, patient experienced a horrible pain during injection, as if her tissues from that region were being separated. Patient's physician told her that it couldn't hurt like that, but it did. It was informed that after the infiltration the reporter was fine, walking in the clouds, even thanked the company via e-mail, but two days after edema appeared and it was it was the melon size edema. On (B)(6) 2019, 02 days after the injection of hylan g-f 20, sodium hyaluronate, patient's knee was the size of a small melon (onset date: on (B)(6) 2019, latency: few days) (intervention required) (reporter informed that she had pictures). The pain was gradually appearing at the same proportion as that of edema. On unknown date on (B)(6) 2019, few days after receiving injection, patient had a lot of pain at the region and through entire leg as it was detaching (the larger edema, because it didn't totally detach, and she also couldn't bend the leg). The complications came as the days went by. The patient got a lot worse, patient had huge edema with gradually increasingly pain, until she reached the point where she had to make use of wheelchair at a shopping mall, couldn't leave home, she was resting (by pressure, she couldn't walk, only by holding herself), she couldn't wipe her feet or put on a sock. It was reported that the patient used wheelchair only in a specific period. Patient could no longer stand to stay at home and went to the mall and because she could not stand walking, she used her wheelchair, it was only in this episode. Then, she stayed at rest at home. The patient reported that she had to sleep with a pillow in the legs, the pain went up to the hip, she also had a fever sensation. Patient went to her physician and she was not satisfied because no one solved her problem and she wanted to know what she could do to soften the pain. Physician prescribed her insole (which she did and didn't help), ice compresses (which increased the pain, so she was not able to do it) and gym. The reporter informed that it all made everything worse, she went to lots of other physicians in an emergency character. The patient spent months in use of lots of medication (nimesulide, codeine phosphate, paracetamol, ketoprofen, ketorolac tromethamine, celecoxib, isosorbide mononitrate, caffeine, metamizole sodium, orphenadrine citrate, nimesulide beta-cyclodextrine, piroxicam (by her own choice), she went twice to the emergency room, she went once to an emergency clinic, she performed acupuncture (in each session she went to the hospital with the needles in the edema), she performed 7 sessions of physical therapy and it only got worse. The reporter also made use of ice compresses, hot compresses, ginger, camphor, menthol, methyl salicylate, varronia curassavica spray, diclofenac sodium ointment and infraphil light. All of that because the pain was unbelievable. The patient reported that she was a dentist and in her 38 years of experience the patient had never seen a such intense pain, that she even had to wank in a wheelchair. The patient did not even had such a wearing in the articulation. According to the patient, she didn't suffer that much with the cancer what she suffered with the injection. The edema persisted until around 7 days prior to contact (estimated: on (B)(6) 2019). It was reported that the patient changed doctor because the doctor did not give her any help and only prescribed anti-inflammatories which did not solve anything. The patient believed that the doctor did not even had the specialization to apply hylan g-f 20, sodium hyaluronate. The reporter informed that she found a knee orthopedist that was trying to figure out what happened and this physician that was trying to fix it and that according to him, her arthrosis was very light (onset date, latency: unknown), so for that reason they were battling up. On the friday after contact (estimated: on (B)(6) 2019) the reporter had an appointment with her new physician, who changed the medications and started the corticoid therapy, which seemed to be helping her and she was at the improvement evaluation phase (it seemed to be improving) and to discover what was happening and currently it was slight, after she changed both physician and medications and the edema gradually decreased (intervention required). It was reported that patient was still presenting a few sequalae (unspecified) (onset date: on (B)(6) 2019, latency: few days), however she was under medication treatment. No corrective treatment was performed regarding few unspecified sequalae. It was reported that patient had all the health care insurance tokens from the medical cares, if needed. Patient informed that she didn't have the intension to ask for a reparation, neither from the physician nor from the company, she just wanted help. The reporter informed that she was able to walk, and she could stay 3 days without anti-inflammatories. As of on (B)(6) 2019, patient informed that, hylan g-f 20, sodium hyaluronate left her with 2 months taking very strong medications, edema, unbelievable pain, sensation of fever, pain went up to her crotch area, only improved when she switched from physician and started the treatment with corticoids for 20 days. The patient would not recommend hylan g-f 20, sodium hyaluronate as she even used as wheelchair. It was also reported that the patient still had the synvisc gel to be reabsorbed. Patient reported that she had improved and considers herself recovered from the events she reported, but she returned to the initial state as she was before, is with previous problems (historical condition), and it took a few months to absorb the gel. Patient's new doctor said her case was not a case of application of the product, it was more of a physiotherapist because she does not have "such a great arthrosis". Patient doesn't know if she had allergic reaction or if the doctor injected out of the capsule (onset or latency: unknown). Action taken: not applicable for all events. Corrective treatment: insole, nimesulide, codeine phosphate, paracetamol (paco), ketoprofen (algie), ketorolac tromethamine (toragesic), celecoxib (foxis), isosorbide mononitrate (revange), caffeine, metamizole sodium, orphenadrine citrate (miorrelax), nimesulide beta-cyclodextrine (maxsulid), metamizole sodium, piroxicam, acupuncture, physical therapy, hot compresses, ice compresses, ginger, camphor, menthol, methyl salicylate (salompas), varronia curassavica (achefran) spray, diclofenac sodium (cataflan) ointment, infraphil light and corticosteroids for knee was the size of a small melon, larger edema/huge edema/the melon kind edema, a lot of pain at the region of knee/pain in the injection site/horrible pain during injection and pain through the entire leg that went up to the hip/pain went up to her crotch area; wheelchair for had to make use of a wheelchair at the shopping mall/she could not walk; none for still presenting a few sequalae; not reported for rest of the events outcome: not applicable for synvisc one (hylan g-f 20) along with an unspecified anesthetics and unspecified corticoids, all together in the same ampoule, unknown for arthrosis was very light. A product technical complaint was initiated on 18-sep-2019 for synvisc-one. Batch number: unknown global ptc number: 60312 the product lot number was not provided; therefore, a batch record review is not possible. Based on lack of information provided, no CAPA was required. It was the requirement to review all finished batch records for specification conformation prior to release. Any out of specification result is identified and mitigated through the ncr process. Sanofi global pharmacovigilance and epidemiology continuously monitors adverse event reports with or without lot numbers and assesses possible associations with their corresponding product lot, as part of routine surveillance effort to detect safety signals. This review did not indicate any safety issue. Sanofi would continue to monitor adverse events to determine if a CAPA was required. Final investigation complete date: 18-sep-2019 additional information received on 18-sep-2019. Investigation summary received and ptc results added. Text amended accordingly. Additional information received on 23-sep-2019 from healthcare professional (patient). Case upgraded to serious. Patient demographics updated. Medical history of left breast cancer, quadrant surgery and radiotherapy added. Family history of asthma and smoker added. Suspect product therapy details added. Concomitant medications of letrozole, seretide and aerolin added. Event updated from a lot of pain at the region of knee to a lot of pain at the region of knee / pain in the injection site / horrible pain during injection and pain through the entire leg to pain through the entire leg that went up to the hip. Events of knee was the size of a small melon, larger edema/huge edema / the melon kind edema, arthrosis was very light, still presenting a few sequelae, had to make use of a wheelchair at the shopping mall / she could not walk, could not wipe her feet, could not wipe her feet or put on a sock / could not leave home, fever sensation, synvisc one (hylan g-f 20) along with an unspecified anesthetics and unspecified corticoids, all together in the same ampoule. Clinical course updated. Text amended accordingly. Additional information received on 07-oct-2019 from healthcare professional (patient). Event updated from pain through the entire leg that went up to the hip to pain through the entire leg that went up to the hip / pain went up to her crotch area. Huge edema updated to symptom of joint swelling. Outcome updated to recovering for pain through the entire leg that went up to the hip/pain went up to her crotch area and sensation of fever. Clinical course updated. Text amended accordingly. Upon internal review on 01-nov-2019 with the clock start date of 07-oct-2019, the event coding for "synvisc one (hylan g-f 20) along with an unspecified anesthetics and unspecified corticoids, all together in the same ampoule" was updated from device use issue to wrong technique in product usage process. Additional information was received on 27-nov-2019 from a healthcare professional (dentist) (patient). Updated for pain through the entire leg that went up to the hip / intense pain and for a lot of pain at the region of knee / pain in the injection site / horrible pain during injection/intense pain. Clinical course was updated. Text amended accordingly. Based on information previously received, the event term coded for synvisc one (hylan g-f 20) along with an unspecified anesthetics and unspecified corticoids, all together in the same ampoule was amended from wrong injection technique to off label use of device. Additional information was received on 22-jan-2020 from patient (dentist). Event of doesn't know if she had allergic reaction was added with details. Event: had to make use of a wheelchair at the shopping mall / she couldn't walk updated to had to make use of a wheelchair at the shopping mall / she couldn't walk / she couldn't stand walking. Outcome of events pain through the entire leg that went up to the hip / pain went up to her crotch area, had to make use of a wheelchair at the shopping mall / she couldn't walk / she couldn't stand walking, knee was the size of a small melon, a lot of pain at the region of knee / pain in the injection site / horrible pain during injection / intense pain, couldn't bend the leg, couldn't wipe her feet or put on a sock / couldn't leave home, fever sensation, still presenting a few sequalae was updated to recovered. Clinical course updated. Text amended accordingly.

Event description:
Pain through the entire leg that went up to the hip/pain went up to her crotch area [leg pain] ([radiating pain]) knee was the size of a small melon [swelling of l knee] ([pain aggravated], [condition aggravated]) a lot of pain at the region of knee/pain in the injection site/horrible pain during injection [injection site joint pain] couldn¿t bend the leg [joint range of motion decreased] couldn¿t wipe her feet or put on a sock/couldn¿t leave home [activities of daily living impaired] arthrosis was very light [arthrosis] had to make use of a wheelchair at the shopping mall/she couldnt walk [unable to walk] fever sensation [feverish] synvisc one (hylan g-f 20) along with an unspecified anesthetics and unspecified corticoids, all together in the same ampoule [device use issue] still presenting a few sequalae [unevaluable event] case narrative: based upon additional information received on 23-sep-2019 from health care professional, this case initially assessed as non-serious was updated to serious (seriousness criterion: required intervention). Also, the case became medically confirmed. Initial information received from brazil on 12-sep-2019 regarding an unsolicited valid serious case received from patient. This case involves a 62 years old female patient (170 cm and 72 kg) who had pain through the entire leg that went up to the hip/pain went up to her crotch area (latency: few days), could not bend the leg (latency: few days), knee was the size of a small melon (latency: 2 days), a lot of pain at the region of knee/pain in the injection site/horrible pain during injection (latency: same day), arthrosis was very light (latency: unknown), still presenting a few sequalae (latency: few days), had to make use of a wheelchair at the shopping mall/she could not walk (latency: few days), couldn't wipe her feet or put on a sock/couldn't leave home (latency: few days), fever sensation (latency: few days) and synvisc one (hylan g-f 20) along with an unspecified anesthetics and unspecified corticoids, all together in the same ampoule (latency: same day), while she was treated with the use of medical device hylan g-f 20, sodium hyaluronate (synvisc one). The patient's past medical history included left breast cancer in (B)(6) 2018, quadrant surgery and radiotherapy. Family history included asthma and smoker. The past medical treatment(s), vaccination(s) were not provided. Concomitant medications included letrozol; fluticasone propionate, salmeterol xinafoate (seretide) and salbutamol sulfate (aerolin). On (B)(6) 2019, the patient received single dose of hylan g-f 20, sodium hyaluronate(2ml), injection, at dose of 1 df once in left knee via intra-articular route through knee's external lateral (opposite side of the pain) (with an unknown batch number and expiration date) for lateral internal and medial side pain in left knee at bedtime and mild pain when walking. Information on batch number was requested. The patient reported that she received single dose of hylan g-f 20, sodium hyaluronate along with an unspecified anesthetics and unspecified corticoids, all together in the same ampoule (latency: same day). As per the patient's physician, everything was given in a single injection. On the same day, patient experienced a horrible pain during injection, as if her tissues from that region were being separated. Patient's physician told her that it couldn't hurt like that, but it did. It was informed that after the infiltration the reporter was fine, walking in the clouds, even thanked the company via e-mail, but two days after edema appeared and it was it was the melon size edema. On (B)(6) 2019, 02 days after the injection of hylan g-f 20, sodium hyaluronate, patient's knee was the size of a small melon (onset date: 7, (B)(6) 2019, latency: few days) (intervention required) (reporter informed that she had pictures). The pains were gradually appearing at the same proportion as that of edema. On unknown date in (B)(6) 2019, few days after receiving injection, patient had a lot of pain at the region and through entire leg as it was detaching (the larger edema, because it didn't totally detach, and she also couldn't bend the leg). The complications came as the days went by. The patient got a lot worse, patient had huge edema with gradually increasingly pain, until she reached the point where she had to make use of wheelchair at a shopping mall, couldn't leave home, she was resting (by pressure, she couldn't walk, only by holding herself), she couldn't wipe her feet or put on a sock. The patient reported that she had to sleep with a pillow in the legs, the pain went up to the hip, she also had a fever sensation. Patient went to her physician and she was not satisfied because no one solved her problem and she wanted to know what she could do to soften the pain. Physician prescribed her insole (which she did and didn't help), ice compresses (which increased the pain, so she was not able to do it) and gym. The reporter informed that it all made everything worse, she went to lots of other physicians in an emergency character. The patient spent months in use of lots of medication (nimesulide, codeine phosphate, paracetamol, ketoprofen, ketorolac tromethamine, celecoxib, isosorbide mononitrate, caffeine, metamizole sodium, orphenadrine citrate (by her own choice), nimesulide beta-cyclodextrine, metamizole sodium, piroxicam (by her own choice), she went twice to the emergency room, she went once to an emergency clinic, she performed acupuncture (in each session she went to the hospital with the needles in the edema), she performed 7 sessions of physical therapy and it only got worse. The reporter also made use of ice compresses, hot compresses, ginger, camphor, menthol, methyl salicylate, varronia curassavica spray, diclofenac sodium ointment and infraphil light. All of that because the pain was unbelievable. According to the patient, she didn't suffer that much with the cancer what she suffered with the injection. The edema persisted until around 7 days prior to contact (estimated: (B)(6) 2019. The reporter informed that she found a knee orthopedist that was trying to figure out what happened and this physician that was trying to fix it and that according to him, her arthrosis was very light (onset date, latency: unknown), so for that reason they were battling up. On the friday after contact (estimated: (B)(6) 2019. The reporter had an appointment with her new physician, who changed the medications and started the corticoid therapy, which seemed to be helping her and she was at the improvement evaluation phase (it seemed to be improving) and to discover what was happening and currently it was slight, after she changed both physician and medications and the edema gradually decreased (intervention required). It was reported that patient was still presenting a few sequalae (unspecified) (onset date: (B)(6) 2019, latency: few days), however she was under medication treatment. No corrective treatment was performed regarding few sequalae(unspecified). It was reported that patient had all the health care insurance tokens from the medical cares, if needed. Patient informed that she didn't have the intension to ask for a reparation, neither from the physician nor from the company, she just wanted help. The reporter informed that she was able to walk, and she could stay 3 days without anti-inflammatories. As of (B)(6) 2019, patient informed that, hylan g-f 20, sodium hyaluronate left her with 2 months taking very strong medications, edema, unbelievable pain, sensation of fever, pain went up to her crotch area, only improved when she switched from physician and started the treatment with corticoids. It was reported that patient would not recommend hylan g-f 20, sodium hyaluronate as she even used as wheelchair. Action taken: not applicable for all events. Corrective treatment: insole, nimesulide, codeine phosphate, paracetamol (paco), ketoprofen (algie), ketorolac tromethamine (toragesic), celecoxib (foxis), isosorbide mononitrate (revange), caffeine, metamizole sodium, orphenadrine citrate (miorrelax), nimesulide beta-cyclodextrine (maxsulid), metamizole sodium, piroxicam, acupuncture, physical therapy, hot compresses, ice compresses, ginger, camphor, menthol, methyl salicylate (salompas), varronia curassavica (achefran) spray, diclofenac sodium (cataflan) ointment, infraphil light and corticosteroids for knee was the size of a small melon, larger edema/huge edema/the melon kind edema, a lot of pain at the region of knee/pain in the injection site/horrible pain during injection and pain through the entire leg that went up to the hip/pain went up to her crotch area; wheelchair for had to make use of a wheelchair at the shopping mall/she could not walk; none for still presenting a few sequalae; not reported for rest of the events. Outcome: not recovered/ not resolved for a lot of pain at the region of knee/pain in the injection site/horrible pain during injection, still presenting a few sequelae; recovering for pain through the entire leg that went up to the hip/pain went up to her crotch area, sensation of fever, larger edema/huge edema/the melon kind edema and had to make use of a wheelchair at the shopping mall/she could not walk; not applicable for synvisc one (hylan g-f 20) along with an unspecified anesthetics and unspecified corticoids, all together in the same ampoule; unknown for rest of the events a product technical complaint was initiated on (B)(6) 2019for synvisc-one. Batch number: unknown global ptc number: (B)(4). The product lot number was not provided; therefore, a batch record review is not possible. Based on lack of information provided, no CAPA was required. It was the requirement to review all finished batch records for specification conformation prior to release. Any out of specification result is identified and mitigated through the ncr process. Sanofi global pharmacovigilance and epidemiology continuously monitors adverse event reports with or without lot numbers and assesses possible associations with their corresponding product lot, as part of routine surveillance effort to detect safety signals. This review did not indicate any safety issue. Sanofi would continue to monitor adverse events to determine if a CAPA was required. Final investigation complete date: (B)(6) 2019. Additional information received on 18-sep-2019. Investigation summary received and ptc results added. Text amended accordingly. Additional information received on 23-sep-2019 from healthcare professional (patient). Case upgraded to serious. Patient demographics updated. Medical history of left breast cancer, quadrant surgery and radiotherapy added. Family history of asthma and smoker added. Suspect product therapy details added. Concomitant medications of letrozole, seretide and aerolin added. Event verbatim updated from a lot of pain at the region of knee to a lot of pain at the region of knee/pain in the injection site/horrible pain during injection and pain through the entire leg to pain through the entire leg that went up to the hip. Events of knee was the size of a small melon, larger edema/huge edema/the melon kind edema, arthrosis was very light, still presenting a few sequelae, had to make use of a wheelchair at the shopping mall/she could not walk, could not wipe her feet, could not wipe her feet or put on a sock/could not leave home, fever sensation, synvisc one (hylan g-f 20) along with an unspecified anesthetics and unspecified corticoids, all together in the same ampoule. Clinical course updated. Text amended accordingly. Additional information received on 07-oct-2019 from healthcare professional (patient). Event verbatim updated from pain through the entire leg that went up to the hip to pain through the entire leg that went up to the hip/pain went up to her crotch area. Huge edema updated to symptom of joint swelling. Outcome updated to recovering for pain through the entire leg that went up to the hip/pain went up to her crotch area and sensation of fever. Clinical course updated. Text amended accordingly.

Event description:
Pain through the entire leg that went up to the hip/pain went up to her crotch area [leg pain] ([radiating pain]). Knee was the size of a small melon [swelling of l knee] ([pain aggravated], [condition aggravated]). A lot of pain at the region of knee/pain in the injection site/horrible pain during injection [injection site joint pain] couldn¿t bend the leg [join.t range of motion decreased] . Couldn¿t wipe her feet or put on a sock/couldn¿t leave home [activities of daily living impaired] . Arthrosis was very light [arthrosis] . Had to make use of a wheelchair at the shopping mall/she couldnt walk [unable to walk] fever sensation [feverish] . Synvisc one (hylan g-f 20) along with an unspecified anesthetics and unspecified corticoids, all together in the same ampoule [wrong injection technique] still presenting a few sequalae [unevaluable event] . Case narrative: based upon additional information received on 23-sep-2019 from health care professional, this case initially assessed as non-serious was updated to serious (seriousness criterion: required intervention). Also, the case became medically confirmed. Initial information received from brazil on 12-sep-2019 regarding an unsolicited valid serious case received from patient. This case involves a 62 years old female patient (170 cm and 72 kg) who had pain through the entire leg that went up to the hip/pain went up to her crotch area (latency: few days), could not bend the leg (latency: few days), knee was the size of a small melon (latency: 2 days), a lot of pain at the region of knee/pain in the injection site/horrible pain during injection (latency: same day), arthrosis was very light (latency: unknown), still presenting a few sequalae (latency: few days), had to make use of a wheelchair at the shopping mall/she could not walk (latency: few days), couldn't wipe her feet or put on a sock/couldn't leave home (latency: few days), fever sensation (latency: few days) and synvisc one (hylan g-f 20) along with an unspecified anesthetics and unspecified corticoids, all together in the same ampoule (latency: same day), while she was treated with the use of medical device hylan g-f 20, sodium hyaluronate (synvisc one). The patient's past medical history included left breast cancer in (B)(6) 2018, quadrant surgery and radiotherapy. Family history included asthma and smoker. The past medical treatment(s), vaccination(s) were not provided. Concomitant medications included letrozol; fluticasone propionate, salmeterol xinafoate (seretide) and salbutamol sulfate (aerolin). On (B)(6) 2019, the patient received single dose of hylan g-f 20, sodium hyaluronate(2ml), injection, at dose of 1 df once in left knee via intra-articular route through knee's external lateral (opposite side of the pain) (with an unknown batch number and expiration date) for lateral internal and medial side pain in left knee at bedtime and mild pain when walking. Information on batch number was requested. The patient reported that she received single dose of hylan g-f 20, sodium hyaluronate along with an unspecified anesthetics and unspecified corticoids, all together in the same ampoule (latency: same day). As per the patient's physician, everything was given in a single injection. On the same day, patient experienced a horrible pain during injection, as if her tissues from that region were being separated. Patient's physician told her that it couldn't hurt like that, but it did. It was informed that after the infiltration the reporter was fine, walking in the clouds, even thanked the company via e-mail, but two days after edema appeared and it was it was the melon size edema. On (B)(6) 2019, 02 days after the injection of hylan g-f 20, sodium hyaluronate, patient's knee was the size of a small melon (onset date: (B)(6) 2019, latency: few days) (intervention required) (reporter informed that she had pictures). The pains were gradually appearing at the same proportion as that of edema. On unknown date in (B)(6) 2019, few days after receiving injection, patient had a lot of pain at the region and through entire leg as it was detaching (the larger edema, because it didn't totally detach, and she also couldn't bend the leg). The complications came as the days went by. The patient got a lot worse, patient had huge edema with gradually increasingly pain, until she reached the point where she had to make use of wheelchair at a shopping mall, couldn't leave home, she was resting (by pressure, she couldn't walk, only by holding herself), she couldn't wipe her feet or put on a sock. The patient reported that she had to sleep with a pillow in the legs, the pain went up to the hip, she also had a fever sensation. Patient went to her physician and she was not satisfied because no one solved her problem and she wanted to know what she could do to soften the pain. Physician prescribed her insole (which she did and didn't help), ice compresses (which increased the pain, so she was not able to do it) and gym. The reporter informed that it all made everything worse, she went to lots of other physicians in an emergency character. The patient spent months in use of lots of medication (nimesulide, codeine phosphate, paracetamol, ketoprofen, ketorolac tromethamine, celecoxib, isosorbide mononitrate, caffeine, metamizole sodium, orphenadrine citrate (by her own choice), nimesulide beta-cyclodextrine, metamizole sodium, piroxicam (by her own choice), she went twice to the emergency room, she went once to an emergency clinic, she performed acupuncture (in each session she went to the hospital with the needles in the edema), she performed 7 sessions of physical therapy and it only got worse. The reporter also made use of ice compresses, hot compresses, ginger, camphor, menthol, methyl salicylate, varronia curassavica spray, diclofenac sodium ointment and infraphil light. All of that because the pain was unbelievable. According to the patient, she didn't suffer that much with the cancer what she suffered with the injection. The edema persisted until around 7 days prior to contact (estimated: 16-sep-2019). The reporter informed that she found a knee orthopedist that was trying to figure out what happened and this physician that was trying to fix it and that according to him, her arthrosis was very light (onset date, latency: unknown), so for that reason they were battling up. On the friday after contact (estimated: 27-sep-2019) the reporter had an appointment with her new physician, who changed the medications and started the corticoid therapy, which seemed to be helping her and she was at the improvement evaluation phase (it seemed to be improving) and to discover what was happening and currently it was slight, after she changed both physician and medications and the edema gradually decreased (intervention required). It was reported that patient was still presenting a few sequalae (unspecified) (onset date: jul-2019, latency: few days), however she was under medication treatment. No corrective treatment was performed regarding few sequalae(unspecified). It was reported that patient had all the health care insurance tokens from the medical cares, if needed. Patient informed that she didn't have the intension to ask for a reparation, neither from the physician nor from the company, she just wanted help. The reporter informed that she was able to walk, and she could stay 3 days without anti-inflammatories. As of 07-oct-2019, patient informed that, hylan g-f 20, sodium hyaluronate left her with 2 months taking very strong medications, edema, unbelievable pain, sensation of fever, pain went up to her crotch area, only improved when she switched from physician and started the treatment with corticoids. It was reported that patient would not recommend hylan g-f 20, sodium hyaluronate as she even used as wheelchair. Action taken: not applicable for all events corrective treatment: insole, nimesulide, codeine phosphate, paracetamol (paco), ketoprofen (algie), ketorolac tromethamine (toragesic), celecoxib (foxis), isosorbide mononitrate (revange), caffeine, metamizole sodium, orphenadrine citrate (miorrelax), nimesulide beta-cyclodextrine (maxsulid), metamizole sodium, piroxicam, acupuncture, physical therapy, hot compresses, ice compresses, ginger, camphor, menthol, methyl salicylate (salompas), varronia curassavica (achefran) spray, diclofenac sodium (cataflan) ointment, infraphil light and corticosteroids for knee was the size of a small melon, larger edema/huge edema/the melon kind edema, a lot of pain at the region of knee/pain in the injection site/horrible pain during injection and pain through the entire leg that went up to the hip/pain went up to her crotch area; wheelchair for had to make use of a wheelchair at the shopping mall/she could not walk; none for still presenting a few sequalae; not reported for rest of the events outcome: not recovered/ not resolved for a lot of pain at the region of knee/pain in the injection site/horrible pain during injection, still presenting a few sequelae; recovering for pain through the entire leg that went up to the hip/pain went up to her crotch area, sensation of fever, larger edema/huge edema/the melon kind edema and had to make use of a wheelchair at the shopping mall/she could not walk; not applicable for synvisc one (hylan g-f 20) along with an unspecified anesthetics and unspecified corticoids, all together in the same ampoule; unknown for rest of the events. A product technical complaint was initiated on (B)(6) 2019 for synvisc-one. Batch number: unknown global ptc number: (B)(4). The product lot number was not provided; therefore, a batch record review is not possible. Based on lack of information provided, no CAPA was required. It was the requirement to review all finished batch records for specification conformation prior to release. Any out of specification result is identified and mitigated through the ncr process. Sanofi global pharmacovigilance and epidemiology continuously monitors adverse event reports with or without lot numbers and assesses possible associations with their corresponding product lot, as part of routine surveillance effort to detect safety signals. This review did not indicate any safety issue. Sanofi would continue to monitor adverse events to determine if a CAPA was required. Final investigation complete date: (B)(6) 2019. Additional information received on 18-sep-2019. Investigation summary received and ptc results added. Text amended accordingly. Additional information received on 23-sep-2019 from healthcare professional (patient). Case upgraded to serious. Patient demographics updated. Medical history of left breast cancer, quadrant surgery and radiotherapy added. Family history of asthma and smoker added. Suspect product therapy details added. Concomitant medications of letrozole, seretide and aerolin added. Event verbatim updated from a lot of pain at the region of knee to a lot of pain at the region of knee/pain in the injection site/horrible pain during injection and pain through the entire leg to pain through the entire leg that went up to the hip. Events of knee was the size of a small melon, larger edema/huge edema/the melon kind edema, arthrosis was very light, still presenting a few sequelae, had to make use of a wheelchair at the shopping mall/she could not walk, could not wipe her feet, could not wipe her feet or put on a sock/could not leave home, fever sensation, synvisc one (hylan g-f 20) along with an unspecified anesthetics and unspecified corticoids, all together in the same ampoule. Clinical course updated. Text amended accordingly. Additional information received on 07-oct-2019 from healthcare professional (patient). Event verbatim updated from pain through the entire leg that went up to the hip to pain through the entire leg that went up to the hip/pain went up to her crotch area. Huge edema updated to symptom of joint swelling. Outcome updated to recovering for pain through the entire leg that went up to the hip/pain went up to her crotch area and sensation of fever. Clinical course updated. Text amended accordingly. Upon internal review on 01-nov-2019 with the clock start date of 07-oct-2019, the event coding was updated from device use issue to incorrect route of product administration.

Event description:
Pain through the entire leg that went up to the hip [leg pain] ([pain aggravated], [radiating pain]). Larger edema/huge edema/the melon kind edema [edema knees]. Knee was the size of a small melon [swelling of l knee]. A lot of pain at the region of knee/pain in the injection site/horrible pain during injection [injection site joint pain]. Couldn¿t bend the leg [joint range of motion decreased]. Couldn¿t wipe her feet, couldn¿t wipe her feet or put on a sock/couldn¿t leave home [activities of daily living impaired]. Arthrosis was very light [arthrosis]. Had to make use of a wheelchair at the shopping mall/she couldnt walk [unable to walk]. Fever sensation [feverish]. Synvisc one (hylan g-f 20) along with an unspecified anesthetics and unspecified corticoids, all together in the same ampoule [device use issue]. Still presenting a few sequelae [unevaluable event]. Case narrative: based upon additional information received on 23-sep-2019 from health care professional, this case initially assessed as non serious was updated to serious (seriousness criterion: required intervention). Also, the case became medically confirmed. Initial information received from (B)(6) on 12-sep-2019 regarding an unsolicited valid serious case received from patient. This case involves a (B)(6) female patient ((B)(6)) who experienced pain through the entire leg that went up to the hip (latency: unknown), could not bend the leg, larger edema/huge edema/the melon kind edema (latency: unknown), knee was the size of a small melon (latency: 2 days), a lot of pain at the region of knee/pain in the injection site/horrible pain during injection (latency: unknown), arthrosis was very light (latency: unknown), still presenting a few sequelae (latency: unknown), had to make use of a wheelchair at the shopping mall/she could not walk (latency: unknown), could not wipe her feet (latency: unknown), could not wipe her feet or put on a sock/could not leave home (latency: unknown), fever sensation (latency: unknown) and synvisc one (hylan g-f 20) along with an unspecified anesthetics and unspecified corticoids, all together in the same ampoule (latency: same day), while she was treated with the use of medical device hylan g-f 20, sodium hyaluronate (synvisc one). The patient's past medical history included left breast cancer in (B)(6) 2018, quadrant surgery and radiotherapy added. Family history included asthma and smoker. The past medical treatment(s), vaccination(s) were not provided. Concomitant medications included letrozol; fluticasone propionate, salmeterol xinafoate (seretide) and salbutamol sulfate (aerolin). On (B)(6) 2019, the patient received hylan g-f 20, sodium hyaluronate, 2ml /injectable solution formulation injection, at dose 1 df, frequency once, via intra-articular route on the opposite side of the pain i.e. Knee external lateral (with an unknown batch number) for lateral internal, medial pain in left knee at bedtime and mild pain when walking. Information on batch number was requested. The patient reported she received single dose of synvisc one (hylan g-f 20) along with an unspecified anesthetics and unspecified corticoids, all together in the same ampoule (latency: same day). As per patient physician, it was single injection of everything together. On (B)(6) 2019, patient experienced her knee was the size of a small melon (latency: 2 days) (intervention required). The pains were gradually appearing at the same proportion that the edema (latency: unknown) (intervention required) gradually decreased and persisted till (B)(6)2019 and currently was slight, after she changed both physician and medications. As a corrective treatment, patient had knee was given insole which did not help, ice compresses which increased her pain and was told to gym by her physician. She herself started the use of nimesulide. Further, she reported that this all made everything worse, she changed the physician and went to lots of other physicians in an emergency character. The reporter informed that she found a knee orthopedist who was trying to figure out what happened and according to him, her arthrosis (latency: unknown) was very light, so for that reason they were battling up. The reporter also informed that after she started treatment with another orthopedist, the physician changed the medications for an unspecified corticoid and she was at the improvement evaluation phase, it seemed to be improving and to discover what was happening. She further reported that the pain in her entire leg started after the injection as it was detaching i.e. The larger edema, because it did not totally detached and she also could not bend the leg. The reporter informed that was still presenting a few sequelae (latency: unknown), however she was under medication treatment. No corrective treatment was performed regarding this event. The patient experienced a lot of pain at the region (intervention required) and through entire leg that went up to the hip (intervention required). She went to the physician and she was not satisfied as no one solved her problem and she wanted to know what she could do to soften her pain. Patient reported since the injection she got a lot worse, she went from a huge edema to gradually increasing pain, until she reached the point where she had to make use of wheelchair at a shopping mall/could not walk (latency: unknown). She mentioned that she could not leave home (latency: unknown), she was resting and could walk only by holding herself, could not wipe her feet (latency: unknown) or put on a sock (latency: unknown). The patient had to sleep with a pillow in the legs, the pain went up to the hip, she also had a fever sensation (latency: unknown). The patient found this physician that was trying to fix it, she spent months in use of lots of medication, nimesulide, codeine phosphate, paracetamol (paco), ketoprofen (algie), ketorolac tromethamine (toragesic), celecoxib (foxis), isosorbide mononitrate (revange), caffeine, metamizole sodium, orphenadrine citrate (miorrelax) (by her own choice), nimesulide beta-cyclodextrine (maxsulid), metamizole sodium, piroxicam (by her own choice). She went to the emergency room, twice, once she had acupuncture and seven sessions of physical therapy and it only got worse. She also used hot compresses, ice compresses, ginger, camphor, menthol, methyl salicylate (salompas), varronia curassavica (achefran) spray, diclofenac sodium (cataflan) ointment and infraphil light. Patient also informed that experienced a horrible pain during injection and felt as if her tissues from that region were being separated. Her physician told her that it could not hurt like that, but it did. It was informed that a few days after the infiltration the reporter was fine and felt like she was walking in the clouds, she even thanked the company via e-mail, but then it was just the edema and two days after it was the melon kind edema and the complications came as the days went by. On (B)(6) 2019, she was scheduled for an appointment with her new physician who started her corticoid therapy which was helping her. She mentioned she was able to walk and could stay three days without corticosteroids. Action taken: not applicable for all events corrective treatment: insole, nimesulide, codeine phosphate, paracetamol (paco), ketoprofen (algie), ketorolac tromethamine (toragesic), celecoxib (foxis), isosorbide mononitrate (revange), caffeine, metamizole sodium, orphenadrine citrate (miorrelax), nimesulide beta-cyclodextrine (maxsulid), metamizole sodium, piroxicam, acupuncture, physical therapy, hot compresses, ice compresses, ginger, camphor, menthol, methyl salicylate (salompas), varronia curassavica (achefran) spray, diclofenac sodium (cataflan) ointment, infraphil light for knee and corticosteroids for knee was the size of a small melon, larger edema/huge edema/the melon kind edema, a lot of pain at the region of knee/pain in the injection site/horrible pain during injection and pain through the entire leg to pain through the entire leg that went up to the hip; wheelchair for had to make use of a wheelchair at the shopping mall/she could not walk; none for still presenting a few sequelae not reported for rest. Outcome: not recovered/ not resolved for a lot of pain at the region of knee/pain in the injection site/horrible pain during injection, pain through the entire leg that went up to the hip, still presenting a few sequelae; recovering for larger edema/huge edema/the melon kind edema and had to make use of a wheelchair at the shopping mall/she could not walk; unknown for rest. A product technical complaint was initiated on (B)(6) 2019 for synvisc-one. Batch number: unknown global ptc number: (B)(4). The product lot number was not provided; therefore, a batch record review is not possible. Based on lack of information provided, no CAPA was required. It was the requirement to review all finished batch records for specification conformation prior to release. Any out of specification result is identified and mitigated through the ncr process. Sanofi global pharmacovigilance and epidemiology continuously monitors adverse event reports with or without lot numbers and assesses possible associations with their corresponding product lot, as part of routine surveillance effort to detect safety signals. This review did not indicate any safety issue. Sanofi would continue to monitor adverse events to determine if a CAPA was required. Final investigation complete date: (B)(4) 2019. Additional information received on (B)(4) 2019. Investigation summary received and ptc results added. Text amended accordingly. Additional information received on 23-sep-2019 from healthcare professional (patient). Case upgraded to serious. Patient demographics updated. Medical history of left breast cancer, quadrant surgery and radiotherapy added. Family history of asthma and smoker added. Suspect product therapy details added. Concomitant medications of letrozole, seretide and aerolin added. Event verbatim updated from a lot of pain at the region of knee to a lot of pain at the region of knee/pain in the injection site/horrible pain during injection and pain through the entire leg to pain through the entire leg that went up to the hip. Events of knee was the size of a small melon, larger edema/huge edema/the melon kind edema, arthrosis was very light, still presenting a few sequelae, had to make use of a wheelchair at the shopping mall/she could not walk, could not wipe her feet, could not wipe her feet or put on a sock/could not leave home, fever sensation, synvisc one (hylan g-f 20) along with an unspecified anesthetics and unspecified corticoids, all together in the same ampoule. Clinical course updated. Text amended accordingly.